Event description:
The report from the field indicated sixteen and one-half months after the index procedure, the pt returned for a coronary stenting procedure to the mid left anterior descending (lad) coronary artery. The procedure was complicated by transient slow flow that was treated by thrombectomy using an export catheter and by administration of angiomax. Approximately two (2) hours after the procedure, the pt developed recurrent chest pain, st segment elevation and hypotension. The pt was taken to the catheterization lab for an emergent procedure. Coronary angiography demonstrated thrombus in the previously implanted cypher stent in the proximal lad, occlusion of the second (2nd) diagonal with apical cut-off and thrombus in the mid lad stent placed earlier that day. The acute thrombosis was treated by export thrombectomy and percutaneous transluminal coronary angioplasty (ptca) of the 2nd diagnonal with a 2.5 mm voyager balloon at 8 atm for 60 sec. The proximal lad and mid lad stents were treated by ptca using a power sail 3.5 x 13 mm balloon at 14 atms. Ivus was done prior to pica of the proximal lad stent using an atlantis ivus catheter and this demonstrated that the proximal lad stent was underdeployed and possible stent fracture. The lesion in the 2nd diagonal was reduced from 100% to 0%, the proximal lad from 50% to 0% and the mid lad from 60-70% to 0%. The flow in both the lad and 2nd diagonal was improved.

Manufacturer narrative:
The indication for the index procedure was recurrent chest pain, history of previous pci/stenting, and inferior ischemia by cardiolite stress testing. Coronary angiography demonstrated: a 30% left main stenosis, a 70% proximal lad lesion, an 80-90% diagonal lesion, patent stent in the mid lad without significant distal disease, a 70-80% proximal circumflex lesion in two sites, an 80% bifurcation lesion of the obtuse marginal (om) branch/mid circumflex (90%), and an 80-90% distal circumflex lesion which was relatively small vessel. Athrectomy of the om/mid circumflex was done using a silverhawk catheter. Lesion #1-1: this is the circumflex/om bifurcation lesion. A cypher 3.5 x 23mm stent (stent #1) was deployed at 14 atm. Lesion #1-2: this is the om (om1) lesion. The lesion was pre-dilated with a maverick 2.5 mm balloon. A cypher 2.5 x 18 mm stent (stent #2) was implanted. A cypher 2.5 x 8 mm stent (stent #3) was implanted in the ostium of the vessel. Both stents were deployed at 14 atm. The lesion was reduced from 70-80% to 0%. Lesion #1-3: the lesion is the mid circumflex. A proximal edge dissection was noted and a cypher 3.5 x 18 mm stent (stent #4) was implanted at 14 atm. The lesion was reduced from 90% to 0%. Lesion #1-4: the lesion was in the proximal circumflex. A cypher 3.5 x 28 mm stent (stent #5) was implanted at 14 atm and extended into the previously placed stent. The lesion was reduced from 70-80% to 0%. Lesion #1-5: the lesion was in the proximal lad. A cypher 3.0 x 13 mm stent (stent #6) was implanted. The lesion was reduced from 80-85% to 0%. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.